Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d334drg implantable cardioverter defibrillator (B)(6) 2013; 5076 implantable pacing lead (B)(6) 2013. (B)(4).

Event description:
It was reported that within a month post implant, the right ventricular (rv) lead had ongoing t-wave oversensing (twos). Reprogramming was done and the rv lead is still in use. No patient complications have been reported as a result of this event.